Manufacturer narrative:
Device evaluation: the device evaluation for the echo-hd-22-ebus-o-c device of lot c2323434 was returned for evaluation open not in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 04th nov 2025. The following was observed in the lab: functional inspection, sheath extender able to advance and retract with no issue, needle able to advance and retract with no issue, visual inspection, broken needle tip returned separate to device, approx 0.5cm of needle tip broken off. The reported failure was observed. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c2323434 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c2323434 confirms the failure mode did previously occurred for this work order. The failure mode was attributed to damage at the patient end of the needle during insertion or advancement through the scope after the first pass, which could have led to the distal needle kink. Instructions for use and/label: the instructions for use, ifu0109 which accompanies this device, instructs the user to; " this device is intended for use with an olympus ebus scope¿¿ there is evidence to suggest that the customer did not follow the instructions for use as a fuji scope was used as opposed to the recommended olympus model in the IFU. The use of the incorrect scope did not contribute to the distal needle break. As per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance. Image review: an image was not returned for evaluation. Root cause analysis. Definitive root cause could not be determined from the investigation. A possible root cause could be attributed to advancement into a hard lesion. Although it has not been advised that target site was difficult, it is possible the actual lesion was hard leading to the distal end of the needle breaking , in the available information is it noted that they lymph node was attempted to be puncture several times. It is also noted in the available information(q29) that the needle tip may have hit the cartilage rings of the trachea which could have contributed to the distal needle break. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/ correction. Complaints of this nature will continue to be monitored for similar events. Summary of investigation: during the puncture of a lymph node today, a part of the tip of the cook procore ebus needle broke off and had to be removed separately. Confirmed quantity of 1 device, confirmed used. A possible root cause could be attributed to advancement into a hard lesion.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 07-nov-2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the puncture of a lymph node today, a part of the tip of the cook procore ebus needle broke off and had to be removed separately. As per cc form: the lymph node was punctured several times. During the third or fourth puncture attempt, the doctor noticed that the needle was more difficult to guide. She then saw something silver in the wall of the lymph node. The needle was removed and it was seen that the tip of the needle had broken off. This was now stuck in the outer wall of the lymph node. The broken end piece was easily removed. Additional procedure = removal of the broken needle tip. 1. Will the product be returned? Yes, but not until the middle of next week. The needle and broken tip were initially discarded. After my call, the needle was retrieved on (B)(6). A nurse locked it away and is now on vacation until wednesday of next week ((B)(6) 2025), then I will pick up the needle. 2. Can the lot # be confirmed? C2 32 34 34. 3. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) (If lungs, which lymph node was being targeted? E.g., 2r, 2l, 4r, ao, ar, 11ri, 11s, etc.) No information from the customer. 4.what is the scope manufacturer and model number that was used? Fuji scope, unfortunately the exact model cannot be specified. 5. Was the scope recently service/repaired? No. 6. Was the device used in a tortuous position? No. 7. Was force required to remove the device? N/a, yes, no (a little bit) 8. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? During the third or fourth puncture, the needle became difficult to move. 9. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no. 10 if additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? Direct after they noticed the silver part in the lymph node wall. 11. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end 12. Was force required on insertion of device into scope? No. 13. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. 14 how many samples were obtained (passes completed) with this needle? It was the first try to get samples from the lymphnode. 15. If an ebus procedure, did the needle tip hit the cartilage rings of the trachea? Maybe.